Event description:
It was reported that there was an alert on the device that indicated that the right ventricular (rv) lead had high out of range pacing impedance values greater than 2000 ohms. It appeared that all other values were normal, and the high impedances were not able to be recreated with isometrics or pocket manipulation. The patient was being followed on the remote monitoring system, and the plan was to increase the alert limit from 2000 to 2250 ohms. The lead remains in-service. No adverse patient effects were reported.